Event description:
Physician deployed the stent in the left common iliac. He was using an up and over approach. The physician stated the stent jumped, and he pushed it forward. He said the stent jumped three times. When the physician pulled the stent delivery system out of the patient, he threw it in the trash. On the follow up x-ray, it was noticed that only three gold markers were on the proximal end of the stent. The delivery system was removed from the trash and upon examination, it was noticed that a piece of the stent with one gold marker was stuck to the device. The physician decided to put in another balloon expandable stent inside of the zilver stent to insure that the broken end of the stent didn't cause any problems.

Manufacturer narrative:
Evaluation: still under investigation.